Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with no alarm for end of bag was not confirmed or duplicated by baxter service personnel. The device was not returned for evaluation; therefore, no cause could be determined and no repairs were made. A device history review could not be performed, as the supplied serial number is not valid for the (B)(4) manufacturing plant. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A pharmacy technician (pt) reported a flo-gard infusion pump which did not alarm for end of bag. It is unknown when, or in which care area, this event occurred. This condition occurred at the end of the infusion. According to the pt, the patient who reportedly "pays close attention to the device, watched the device come to the end of infusion; the bag emptied; the tubing subsequently was collapsing; and the device continued to infuse with no alarms occurring." The patient reportedly stopped the device as soon as the problem was noted "before anything could occur." The drug that was being infused is currently not known. The pt stated that there was no patient injury or medical intervention in regards to this occurrence. No additional information is currently available.